Event description:
It was reported that a malfunction occurred on the pump, identified by a fault ID. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction did not recur. The customer was instructed to call back if the issue recurred and acknowledged the instructions.